Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable to close. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as (B)(4). H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Torque engagement testing was performed, the engage and disengage force to open and close the twist sleeve was acceptable and met specification, therefore the reported condition was not verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.